Event description:
On 20-sep-2025, it was reported that a beta bionics ilet user experienced a hypoglycemic episode with a blood glucose value of 58 mg/dl, which was managed with fast-acting carbs, followed by a subsequent elevated blood glucose reading of 264 mg/dl. The user remained connected to the ilet, which continued insulin delivery. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.